Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has not been requested as reporter refused follow up. No additional information is available at this time.

Event description:
Patient reported their friend experienced a "rupture" on an unknown side. Device has been explanted.